Event description:
A healthcare professional reported that an intraocular lens (iol) was explanted due to opacification. According to the reporter, this happened in the course of many years and after several intraocular operations since the eye was very sick. An iol of a different model was implanted. Pt status was unk at the time of reporting. Additional info has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).